Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer reported that during product training a cs300 intra-aortic balloon pump (iabp) generated an "intermittent low vacuum alarm". There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A company representative made various attempts to retrieve additional information in regards to repair information. Unfortunately, there was no further information provided. If any details of this event is provided a supplemental report will be provided.

Event description:
The customer reported that during product training a cs300 intra-aortic balloon pump (iabp) generated an "intermittent low vacuum alarm". There was no patient involvement and no adverse event reported.